Event description:
Customer discovered, while performig preuse checks the ventilator started to pressure limiting and activated the upper pressure limit alarm. The ventilator was swapped put and was taken to the bio-med dept.